Event description:
It was reported a balloon ruptured on the first inflation during re-dilatation of a wall stent on a transjugular intrahepatic portosystemic shunt (tips). Following balloon rupture, difficulty was encountered upon withdrawal of the catheter as it was entrapped in the mesh of the stent. Removal attempts resulted in detachment of the tip of the catheter shaft along with the balloon. The detached segment was successfully retrieved utilizing a gooseneck snare without incident. Another balloon was used to successfully complete the procedure without pt complications. The device was rec'd, evaluated, and retained by this MFR. The engineering eval revealed the catheter shaft was broken 3cm from the distal tip. Balloon material approx 2.2cm in length was attached to the distal tip. Approx 2.7cm of balloon material was attached to the proximal shaft. One loose piece of balloon material 2.5cm was also returned. All balloon material was rec'd. The break point was rough and elongated. The balloon material was very wrinkled. It was indicated this balloon catheter was being used to re-dilate a transjugular intrahepatic portosystemic shunt which is a non indicated procedure. Dilatation of a stent may result in contact with a surface that could damage the balloon material. This device displayed characteristics consistent with continual exertion against resistance, an elongated shaft. The co believes the above factors may have contributed to this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel.